Manufacturer narrative:
For the reported issue of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and locked in an open position. It was reported that the handle of the device broke. The endoscope and the device was then removed from the patient in order to cut the sheath as the clip was in an open position. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.